Event description:
The occlusion balloon deflated during the procedure. The pt had a large right coronary artery thrombus. The physician inserted the occlusion balloon wire into the pt and inflated the balloon to 5mm to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and post dilated the vessel. The physician injected dye to check the stent and noticed the occlusion balloon had deflated. No aspiration was done, occlusion was already lost. The pt is reported to be fine.